Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2013, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to the laboratory. The reporter was unable to provide the results obtained from the subject meter and laboratory. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.